Event description:
Patient admitted from or following open heart surgery, specifically, repair of ventricular septal defect-cvor-6 (median sternotomy, actual, bypass). Patient on epinephrine gtt, labile blood pressures requiring titration of gtt. Patient with sudden hypotension, using dope it was determined the infusion of epi had stopped. There was no alarm and the banner above syringe pump stated "calibrate". Syringe moved to another syringe pump. Patient's epi transitioned to another syringe pump module on the same brain. Staff was instructed to switch the epi to another brain and syringe pump module and take the pumps out of service. Patient's bp returned to baseline. No audible alarms. "Module status change" with a state of "infusion malfunction." Patient did not sustain injury and has recovered. Patient discharged home.